Event description:
The user facility reported that the device overheated and smoked during a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
During service at the manufacturer, the service representatives were unable to duplicate the reported heat symptom, but noted that the device had gritty rotor bearings.

Event description:
The user facility reported that the device overheated and smoked during a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.